Event description:
It was reported that the back rest is broken, which could affect chair support and stability and the cable and pin assembly have come loose due to missing bolt lock, which could affect chair stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.